Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture and high out of range impedance measurements. A fracture was suspected. A decision was made to replace this lead. A revision procedure was performed. This lead was surgically abandoned and replaced. Post procedure, normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned and will not be returned, boston scientific cannot confirm nor deny this reported allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.